Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-mar-2018 with the following findings: during investigation, the -black box and alarm history shows multiple ¿cs052¿ slave communication alarms on (B)(6) 2018. Returned battery cap is undamaged and able to fit. The pump¿s cover was removed, further moisture corrosion was found to the pcb, the display circuit and cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.